Event description:
Drill bit broke and lodged deep within fusion mass during surgical repair of right ankle fracture (right tibia-taler fusion with screws, autograft and allograft). A decision was made to not remove the bit, therefore, it is retained.